Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded in the capsule of the delivery catheter system (dcs); with the capsule partially open and with the end cap/screw gear snap fit connected. The handle appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared to retract and advance the capsule. The capsule appeared bent or bowed. Several voids were observed over the nitinol reinforcing frame along the full length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule was held together by the outer layer of polymer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy or if the valve has been misloaded. The capsule was bowed and a break was observed near the proximal end of the capsule. There was no other evidence of damage noted in the returned dcs. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. No fluoroscopic images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. The valve was fully recaptured, removed and replaced for successful implant. No adverse patient effects occurred as a result of this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to positioning difficulties. It was noted that the capsule separated. The valve was fully recaptured, removed and replaced for successful implant. It was reported that there was no annular or left ventricular outflow tract (lvot) calcification and that there was fibrotic stenosis. A non-coronary cusp abnormality that extended into the lvot was reported. No adverse patient effects were reported.